Event description:
It was reported the lead and device were explanted and replaced due to high thresholds and impedance. No patient complications were reported as a result of this event.

Manufacturer narrative:
The information submitted reflects all relevant data received. If additional relevant information is received, a supplemental report will be submitted. Evaluation summary: no anomalies found; distal segment returned. It was reported the lead and device were explanted and replaced due to high thresholds and impedance. No patient complications were reported as a result of this event. Actual device involved in incident was evaluated electrical tests performed, mechanical tests performed, visual examination device performed according to specifications no conclusion can be drawn impedance, high high threshold.